Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6)-year-old, female patient who was receiving dilaudid 1mg/ml at 0.32 mg/day via an implantable pump for spinal pain. The patient's medical history was reported as failed back. The patient's concomitant medications were unknown. On (B)(6) 2016, the patient experienced partial dehiscence of the pump pocket incision. The wound had been draining large amounts of serous fluid for approximately 12 days. The patient did not report that at the time. There was no disturbance to the midline incision. On (B)(6) 2016, the pump and catheter were explanted. As of (B)(6) 2016, the event had resolved. The patient's status was reported as alive with injury as they had two incisions to heal. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Pump analysis results revealed no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.